Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage.

Event description:
It was reported that the patient experienced diaphragmatic stimulation due to a left ventricular lead dislodgement. The lead had high threshold, and had pacing and sensing problems because it was dislodged. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.